Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported 'improper shutdown'. A review of the event history log identified two improper shutdown messages. The reported condition was verified. Visual inspection identified cause as depressed battery contacts on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had two occurrences of "improper shutdown" during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.